Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1069 - guide was removed.

Event description:
Subsequent to the initially filed report, additional information was received, indicating that the proglide device separated into 2 segments. A surgical cutdown was performed to remove the separated device segments. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient was brought into the emergency room in cardiogenic shock. Prior to an interventional non-abbott heart pump procedure, suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole. Reportedly, the first proglide was successfully deployed. With the second proglide, a guide break occurred. A surgical cutdown was performed under general anesthesia to remove the device. Hemostasis was achieved with manual suturing during the cutdown. A clinically significant delay in the procedure was reported. There was no reported adverse patient sequela. No additional information was provided.